Event description:
It was reported that the user¿s ilet pump was temporarily disconnected and then reconnected, after which the user experienced elevated blood glucose of 398 mg/dl; a full supply change was performed, and subsequent follow-up confirmed a downward trend. Customer care provided support that included technical troubleshooting via phone, review of on-pump insulin information to the extent possible, and user education on performing a full supply change. Investigation of this case revealed that hyperglycemia occurred following a disconnection event and improved after completing the supply change, indicating recovery with standard corrective actions. No clinical symptoms associated with hyperglycemia reported. Outcomes included monitoring and correction through device supply change without escalation of care. It was concluded that the device function was consistent with expected operation after reconnection and supply replacement, with the cause of the initial hyperglycemia remaining unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.